Event description:
This (B)(6) male admitted on (B)(6) with sepsis and aspiration pneumonia to critical care and required mechanical ventilation. On (B)(6) 2014, attempts were made to insert a dobhoff tube (each attempt by a different provider). On the third attempt, the dht was noted to be in the stomach with a new pneumothorax. A chest tube was placed to treat the pneumothorax.